Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon microcatheter marker band dislodged. The patient was undergoing surgery for embolization of the posterior septal artery of nose. It was noted the patient's vessel tortuosity was normal. It was reported that the marathon microcatheter was shaped with steam for 25-30 seconds and then delivered. However, the tip marker was not found and seemed to come off. The location of the marker band was unknown. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, ~0.6mm of the marathon distal marker band/tip was found missing (separated). No bends or kinks were found with the marathon catheter body. The marathon distal end appears to be bent. The appearance of the bent distal tip is consistent with shaping. No damages or irregularities were found with the marathon hub. No bends or kinks were found with the marathon catheter body. Per customer report, the marathon microcatheter was shaped with steam for 25-30 seconds and then delivered. However, the tip marker was not found and seemed to come off. The location of the marker band was unknown. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). The marathon micro catheter was flushed, water exited the distal end. No other anomalies were observed. Based on the device analysis and reported information, as the appearance of the bent distal tip is consistent with shaping it is possible the distal tip became damaged during the shaping process subsequently causing the distal tip to become separated as the tensile strength of the tubing material was exceeded. Other potential causes include highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal can cause the catheter to snag causing the tip to become separated. As noted in the IFU (instructions for use): ¿remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A s light over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.¿ in addition, ¿never advance or withdraw an intra luminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. When the infusion catheter is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the catheter without observing the resultant tip response.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.